Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data are based only on printouts from the last follow-up on 6-mar-2021 and was thoroughly analyzed. The inspection revealed the eri battery status since 4-may-2020 confirming the clinical observation. The pacemaker has been implanted for approximately 50 months. Based on the programmed parameters documented in the follow-up print out, the battery condition was found to be normal and as expected. However, for further insights a ram dump or the device itself would be essential. Should further relevant information or the device itself become available this investigation will be updated.

Event description:
This device is at eri and remains implanted.